Event description:
A customer reported that the uom setting of their unlocked freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Confirmed investigation. Returned meter was set to mg/dl; memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is operable and gave a result of 87mg/dl with mid control solution. Customers and retailers have been informed through the fa16may2006 letter.